Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached high, over 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. The patient was vomiting, so they decided to go to the emergency room. They applied a new pod. When they removed the old pod they saw that the cannula was bent. The patient was treated with intravenous therapy with saline solution. The patient was discharged after 2 hours.